Event description:
Patient returned of anterior lateralised patella pain. Upon revising, with the anticipation of just patella resurfacing, the joint had been blackened with metal wear throughout the joint - grey appearance.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.